Manufacturer narrative:
The device was returned and analyzed. Analysis was performed, no anomalies were found, and no issue was identified that required full analysis.

Event description:
It was reported the patient presented to the device clinic with complaint of an open wound at the incision site. It was determined that some type of trauma occurred to the upper chest area that caused the open wound. The physician decided to remove the implantable cardioverter defibrillator (ICD) system due to questionable infection. System replacement is planned "in the future." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.